Event description:
Customer reported receiving three no delivery alarms within an hour and a half. She stated that she had tried rewinding the insulin pump and changing the battery and that did not resolve the issue. She did not know the blood glucose reading. Customer was unable to troubleshoot for the issue at that time. Nothing further was reported.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.